Event description:
A 5 mm diameter x 18 mm length racer biliary stent system was used to treat a renal artery lesion. The vessel morphology was reported to be calcified and tight. The lesion was pre-dilated with a 3.5 x 18 mm balloon. It was reported when the stent was exiting the guide catheter, the physician noticed the stent was positioned beyond the marker and decided to remove the delivery system. Upon removal of the racer delivery system, the physician noticed that the stent came completely off the balloon. The physician then removed the wire and guide catheter as one unit. The physician flushed the guide catheter and was able to retrieve the dislodged stent. No intervention was performed and the pt was reported to be fine. The device was returned and analyzed. The catheter was straight with no obvious kinks. The balloon was un-inflated and showed evidence of stent impressions. The dislodged stent was undeployed and intact. One end of the stent had 2 crowns out of alignment and slightly bent inward. The exact cause of the stent dislodgement could not be determined; however, the vessel morphology could have contributed to the stent dislodgement.

Manufacturer narrative:
Eval results: stent dislodgement. Device is intended for use in the biliary tree. Conclusion: unapproved use of device - device is indicated for use in the biliary tree. Calcified and tight lesion.